Event description:
It was reported that the patients first "machine" was defective and had to be removed and replaced in march. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead (B)(4).

Event description:
Additional information received stated that fluoroscopy and reprogramming was performed. The patient had the leads repositioned, not removed. There was a 50% or greater symptom reduction. The cause of the event was not determined but it was not device related.